Event description:
It was reported that the patient is experiencing pain, had trouble with rehab on his right hip that he didn't have with his left hip replacement. The incision was infected approximately 1 month after the primary surgery. The patient is ok with weight bearing for approximately 2 - 3 weeks and then he has to go back to using a walker. A few days later it is ok, then the cycle starts again.

Manufacturer narrative:
Additional devices listed in this report: cat # 6260-9-128, lot # 39909503, description: 28mm std lfit v40 head; cat # unknown, lot # unknown, description: tritanium hemispherical cluster hole shell; cat # unknown, lot # unknown, description: mdm liner cementless; cat # unknown, lot # unknown, description: 25mm cancellous bone screw; cat # unknown, lot # unknown, description: 20mm cancellous bone screw. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The devices are still implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding infection involving an mdm liner was reported. The event was not confirmed. Device history review: records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported sterile lot or lot ids. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics.

Event description:
It was reported that the patient is experiencing pain, had trouble with rehab on his right hip that he didn't have with his left hip replacement. The incision was infected approximately 1 month after the primary surgery. The patient is ok with weight bearing for approximately 2 - 3 weeks and then he has to go back to using a walker. A few days later it is ok, then the cycle starts again.